Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a suspect defective battery. Two terminal contacts on battery were pitted and had corrosion. The universal battery charger (ubc) pocket the battery was charging in was checked and no issues were found.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged terminal contacts on the 14v li-ion battery (serial number: (B)(6)) was confirmed via investigation of the returned product. The 14v battery returned with corrosion on the contacts. The battery was functionally tested with a test system controller, 14v battery clip, and mock circulatory loop and was found to operate as intended during analysis. The battery was put through a charge/discharge test and passed without issue. The battery was inserted into a test universal battery charger and was accepted for charge without issue. The damage to the terminal contacts did not prevent the battery from functioning as intended. The root cause of the reported event was unable to be conclusively determined though this analysis. Inspection data was reviewed for the 14 v battery (serial number: (B)(6)) was reviewed, revealing that the battery passed all inspection testing. The heartmate 3 patient handbook (rev. G) section 3 - "powering the system" states that if a 14 volt lithium-ion battery leaks, do not touch the leaking fluid. If the fluid touches skin or eyes, wash the affected area with plenty of water and seek medical advice. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their batteries ¿ for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.